Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient energy utilization was at .2 and they would like to increase that. The caller stated that the battery was charged this morning at 6:30am and at the time of the call it was at 60%. The patient has a group a and a group b and it sounded like she used both. Stim usage showed 86% usage, 82% stim on, 82% as on. The caller added that the patient lost stim due to the battery dying on 10/4. Impedances were 800-910 ohms. The manufacturer's representative (rep) removed as, added cycling, increased soft start/stop to 8 seconds and will try to adjust programming for this patient. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient's leads were revised. I t was reported that at time of the revision, patient's recharging and intervals were normal. It was reported revision took place on 10/25. The device will not turned on until 11/6 at post op.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead revision was that the physician and patient decided that the leads may have migrated laterally and the physician, with the patients consent, decided that a lead revision could optimize the therapy for the patient. No further complications were reported/anticipated.